Event description:
Linear cutter malfunctioned and ceased to cut tissue even after multiple attempts. Handle finally broke in surgeon's hand. Laparoscopic assisted vag. Hyst was turned into total abd. Hysterectomy because of excessive bleeding. Unplanned procedure.no adverse outcome to patient.